Event description:
It was reported that high impedance was seen so the patient was referred for a full revision. Pre-operative impedance was ok, but high impedance was seen when the new generator was placed. The surgeon performed positional diagnostics and all values came back ok. The last impedance reading was within normal limits. The surgeon elected to not replace the electrode. The explanted generator was discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
A2 corrected data: the initial reporter inadvertently used the incorrect patient in the initial report. D1 brand name, corrected data: the initial reporter inadvertently used the incorrect device in the initial report. D4 corrected data: the initial reporter inadvertently used the incorrect device in the initial report. D6a implant date, corrected data: the initial reporter inadvertently used the incorrect device in the initial report. H4 manufacture date, corrected data: the initial reporter inadvertently used the incorrect device in the initial report.

Event description:
New information was received reporting that the previously reported event was inaccurately reported. The patient and device information were incorrect and have been corrected accordingly per the implant card received. The report of high impedance previously captured in this file will be considered invalid. The report of high impedance for correct patient was previously captured and reported in MFR report #1644487-2023-00928. Any further updates regarding this event will be added to that report.